Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required compatibility check : liner and shell are used with non zimmer biomet (stryker) head and stem. This combination is not approved by zimmer biomet. This combination is considered as an off label use. Though it compatibility is an off label use it is unknown if this combination contributed to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products : 00625006520, bone screw self-tapping, 63480614. 00662406550, bone screw self-tapping, 63445353. 00625006530, bone screw self-tapping, 63420031. 00625006525, bone screw self-tapping, 63585021. 00625006520,bone screw self-tapping, 63566044. 00489405810, trabecular metal acetabular augment, 63076253. 00620207020, shell porous with multi holes , 62247882. 00625006515, bone screw self-tapping, 63397009. 00625006520, bone screw self-tapping, 63464871. 00625006515, bone screw self-tapping, 63535901. Unknown stryker femoral head. Unknown stryker femoral stem.

Event description:
It was reported a patent's hip arthroplasty was revised due to dislocation. No further information is available.